Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient previously alleged allergy like symptoms, two sinus infections, sleep deprivation, uncontrollable coughing, watery eyes, sinus drainage. No medical intervention was required by the patient. After the third attempt to have the device and components evaluated, the customer responded that the device will be available for evaluation, but it has not yet been returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5117656) regarding field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has been suffering with severe allergy like symptoms, two sinus infections, sleep deprivation, uncontrollable coughing, watery eyes, sinus drainage. The patient required prescription medications such as antibiotics, steroid treatments and allergy medicine. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.